Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value. Manufacturer contacted customer different times (follow up calls) to find customer's condition. During one follow up call customer stated she received medical attention at the ER at (B)(6) hospital on (B)(6) 2015 and received an insulin injection, customer states she was not taken to the hospital due to her blood glucose levels. Customer stated she was tested and have a result of 524 mg/dl and she felt weak and her sister drove her to the ER. Customer states that upon arrival blood glucose result was 440 mg /dl and at discharge her readings were 373 mg /dl.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 116-207mg/dl fasting. Verified test strips expire 05/30/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 284mg/dl and 305mg/dl fasting. Reviewed meter memory: 1:353mg/dl 12:00:00 pm fasting:no; 2:353mg/dl 09:23:00 am fasting:no; 3:140mg/dl 01:01:00 pm fasting:no; 4:96 mg/dl 02:55:00 pm fasting:no; 5:185mg/dl 02:56:00 pm fasting:no; customer received a result of 383 mg /dl non-fasting this morning that customer considers high for her. Customer injected herself with 30 units of insulin and 1 hr later checked her blood glucose results and received the same result of 383 mg /dl.